Event description:
It was reported that the patient underwent oral surgery using rhbmp-2/acs. The rhbmp-2/acs was placed for a socket bone graft after an extraction. The patient followed up on pod 20 and everything was okay, no complications. Since that time, the patient may have had an allergic reaction and allergy testing has been scheduled. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.